Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records and photos were provided and reviewed. Based on the photo review, the struts of the ivc filter have partially overlapped each other and only eleven struts are attached to the ivc filter. Therefore, based on the photo review the investigation is confirmed for material deformation and filter limb detachment. Based on the medical record review, approximately nine years post filter deployment, patient presented with chest pain and back pain. Subsequent, CT revealed metallic foreign body projecting over the left hilum, which extends into a medial upper lobe branch, and which has embolized to the pulmonary circulation. Further, the filter was tilted, tip embedded, migrated, extra-caval penetration with bony spine involvement, and broken struts. Only 11 of 12 struts of filter are noted associated with filter in cava. The ivc filter was tilted anterolaterally, with the legs extending into the iliac vessels. Eventually few days later, x-ray performed demonstrated ivc filter overlying l4, with splaying of the legs consistent with placement at the caval bifurcation with 9 visible legs. With additional magnification, it appears that 2 of the legs are partially overlapped, leaving 11 legs in the inferior vena cava, and one in the chest. Approximately one month later, patient presented for complex retrieval procedure. Multiple spot images of the ivc filter and the migrated single fractured strut in the left pulmonary artery were initially performed in multiple obliquities .a digital subtraction inferior vena cavogram revealed the existing ivc filter was tilted and the cephalad tip was abutting the ivc wall anteriorly. Only 11 known intact filter struts were identified prior to removal. The pigtail catheter was removed, and the track was dilated to 18 french. Over the guidewire, a 16 french, 45 cm check-flo sheath was advanced into the upper ivc under fluoroscopic guidance. The inferior tip of the sheath was positioned immediately cephalad to the ivc filter just below the renal veins. Using fluoroscopic guidance and through the sheath, a heavy-duty, crocodile forceps was used to dissect filter free of the wall of the ivc using endobronchial forceps in the jaws of life technique and grasp the cephalad tip of the ivc filter. The cephalad tip of the ivc filter was secured by the forceps and the filter was withdrawn into the sheath and removed. Multiple unsuccessful attempts were made with gooseneck shares 20 mm & 10 mm, rat-tooth forceps share 8 mm, and including cordis maxi balloon 16 mm x 4 cm for attempted "squeegee" technique. However, the strut was not able to be retrieved as it was firmly embedded in left pulmonary arterial wall. Therefore, based on the medical record review, the investigation is confirmed for filter limb detachment, perforation of the ivc, filter tilt and retrieval difficulties. However, the investigation is inconclusive for material deformation. Therefore, the investigation is confirmed for filter limb detachment, material deformation, perforation of the ivc, filter tilt and retrieval difficulties. Per medical records, attempts were made to engage the filter using different sheaths and forceps but were unsuccessful due to filter tilt. And also according to IFU, only recovery cone should be used to retrieve the g2 filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter tilted, strut detached and perforated into organs. The device was removed percutaneously. It was further reported that the detached strut retained in left pulmonary artery which has not been removed after two attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.